Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation found kinks along the distal section of the catheter, and ptfe liner returned with the device, consistent with the alleged product issue. Built up ptfe liner in the catheter would cause a blockage, resulting in the inability to advance any ancillary devices. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that the coating of a headway catheter was peeling off and was occluding the inner lumen of the catheter. There was no reported patient injury or intervention.